Manufacturer narrative:
Explanted date: unknown if the device was explanted. Occupation: clinical nurse specialist. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was deployed as intended in the femoral artery however, the device could not be withdrawn completely from the patient. The device was stuck, and the patient was transferred to a nearby hospital by ambulance to be seen by a vascular surgeon. The vascular surgeon at (B)(6) hospital, who handled the patient, was able to remove the angio-seal from the patient by following the normal routine of angio-seal use. He stated that the device was placed in the patient's sub cutis and there was hemostasis after manual compression at arrival. The patient was discharged an hour later with no harm from the device/procedure. Additional information was received on 17 jan 2023: the procedure performed for the patient, prior to using the angio-seal closure device was a coronary angio. A 6fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. No pre-deployment angiogram was performed. No issues with insertion, deployment, or withdrawal of the device. Manual compression used for hemostasis.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not returned for investigation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).